Event description:
It was reported that the patient with this right ventricular (rv) lead experienced pauses observed on electrogram (egm) during an magnetic resonance imaging (MRI). The device was taken out of protection mode. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced pauses observed on electrogram (egm) during an magnetic resonance imaging (MRI). The device was taken out of protection mode. The lead remains in service. No adverse patient effects were reported.